Event description:
The customer reported getting pads ECG interference. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the device was evaluated by a philips field service engineer (fse) and the symptom was verified. The issue was localized to the pt connector, which was replaced. The device passed all performance assurance tests and remains at the customer site. Philips concluded that this was a malfunction of the pt connector.